Event description:
A confirmed micro-tear in the catheter was reported. The patient experienced withdrawal. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).